Event description:
It was reported to medtronic minimed that the customer experienced harm reported with harm reported with no reported allegation of a device malfunction, damage (physical or cosmetic). The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: bg was going up, and wasn't being corrected document treatment for high blood glucose: insulin shots document type of diabetes: type 1. The event involved product(s) mmt-431ag, mmt-342, mmt-1880. Customer was not using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer was unable to run hp test. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. No product return is required for mmt-431ag. No product return is required for mmt-342. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, sleep current measurement, active current measurement, displacement accuracy test, and self test. Unit was successfully downloaded using thump software. On adapt, no relevant or fatal alarms were recorded. Pump was cut open to perform a visual inspection and found moisture damage on pcba1 and force sensor. Test p-cap locked in place properly during testing. The following damages were noted: pillowing keypad overlay, keypad overlay texture damage, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), and cracked case. In summary, customer concern for device test failed not confirmed. No alerts/anomalies noted during testing or in download history review. Customer concern for cosmetic damage at backside of pump confirmed per visual inspection. Unable to verify for high bg's. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.